Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, elevated high voltage impedance was observed. Technical support was contacted and recommended delivering a programmer-commanded (pc) shock to optimize therapy. The patient was hospitalized and sedated. A pc shock was delivered to change the phases of the biphasic wave according to the high voltage lead impedance. The patient was discharged and stable. Further information was requested but not received.